Event description:
This lead was implanted on (B)(6) 2010 and remains implanted at this time. It was noted that patient had diaphragmatic stimulation. The physician was dr. (B)(6) in (B)(6), netherland. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).